Event description:
Manufacturer's investigaion lab reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Device had been returned, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).